Manufacturer narrative:
Conclusions: the investigation notes the device and valid lot number were unavailable for analysis, so no investigation of the complaint unit was performed. Therefore, results cannot be obtained. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Additional information received (B)(6) 2016 stated the fill volume was 500 ml. The patient was set at a flow rate of 2 ml/hr prior to discharge. The patient was instructed to titrate the flow rate up or down depending on the pain level. The highest flow rate the patient was able to run the medication at was 10ml/hr. The patient was also instructed to increase the flow rate to 10 ml/hr at bedtime. No additional information was provided .

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure.

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: shoulder surgery. Cathplace: interscakene block. It was reported that three days after the surgery, and placement of the pump, the patient exhibited ringing in her ears, which is a drug related symptom. The patient was at home when symptoms occurred and the patient contacted the nurse hotline. The patient had surgery on (B)(6) 2015. The patient called the nurse hotline multiple times. The hotline nurse instructed the patient to clamp the pump and call the anesthesia team. The hotline nurse called the patient back one hour later and the patient had not called anesthesia team. The hotline nurse instructed the patient call the anesthesia team again and the patient did call. The patient instructed the hotline nurse that the anesthesia team had instructed the patient to pull the catheter.